Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (moisture ingress) issue; alleged moisture behind the display with no power to the pump. The reporter denied damage to the pump. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 15-jan-2019 with the following findings: on investigation, moisture damage was confirmed behind the display lens. The battery compartment was noted to be cracked with moisture ingress confirmed by leak testing. There was additional moisture damage in the pump¿s interior compartment. A battery cap was not returned with the pump for investigation; a test cap was used for investigation. With the test battery cap in place on the pump, the pump powered on however, moisture damage prevented complete testing.